Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the intermittent image issue; "the video feed failed, the image dropped out intermittently". The camera image quality test was performed and failed. The technical service representative attributed the intermittent image issue to internal cable failure. The glidescope spectrum smart cable was scrapped and a replacement cable was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was flickering. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.